Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted concurrently with bso, anterior urethropexy and posterior repair due to dysmenorrhea, pelvic pain secondary to 3rd degree retroversion and pelvic floor relaxation additionally.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to stress urinary incontinence and mesh was implanted with concurrent hysterectomy. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was also reported that the patient underwent mesh removal on (B)(6) 2013 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.